Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. All other rv lead measurements were within normal limits. Boston scientific technical services (ts) was consulted and discussed the patient could continue to be monitored. Further information was received that this rv lead has continued to show an increase in shock impedance measurements. The health care professional (hcp) stated that a lead extraction is planned during an upcoming generator upgrade procedure. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. All other rv lead measurements were within normal limits. Boston scientific technical services (ts) was consulted and discussed the patient could continue to be monitored. Further information was received that this rv lead has continued to show an increase in shock impedance measurements. The health care professional (hcp) stated that a lead extraction is planned during an upcoming generator upgrade procedure. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. All other rv lead measurements were within normal limits. Boston scientific technical services (ts) was consulted and discussed the patient could continue to be monitored. Further information was received that this rv lead has continued to show an increase in shock impedance measurements. The health care professional (hcp) stated that a lead extraction is planned during an upcoming generator upgrade procedure. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. All other rv lead measurements were within normal limits. Boston scientific technical services (ts) was consulted and discussed the patient could continue to be monitored. No adverse patient effects were reported. At this time, this device system remains in service.